Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument broke, and metal parts were exposed at their ends inside the patient's cavity. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to use, the cadiere forceps instrument was thoroughly inspected and no damage or irregularities were detected. However, during the procedure, the surgeon noted that the instrument would not turn properly. The instrument had been in use for an unspecified period of time prior to the event occurring. No collisions with other instruments or hard materials were observed during the procedure. Upon final removal of the cadiere forceps instrument, the surgical staff did not feel any resistance when withdrawing the instrument through the cannula. Additionally, there was no observed damage to either the cannula or the remaining parts of the instrument after the event occurred. The customer was unsure if any pieces or fragments from the instrument fell inside the patient. No post-operative imaging studies, such as x-rays or ultrasounds, were conducted to check for retained fragments. The procedure was completed without delay, using a replacement pair of forceps, and the patient suffered no injury. There have been no reported post-surgical complications.

Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation.